Manufacturer narrative:
H6 - health effect clinical code: 4581 - rotation, loss of visual acuity, lvc enhancement secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
An escrs 2025 presentation from spain: corneal refractive surgery (bioptics) after repeated rotation of a toric implantable collamer lens was reported. It was presented that following an implantable collamer lens (icl) implantation procedure, the patient experienced rotation and loss of visual acuity. Due to rotation and loss of visual acuity, the lens was repositioned. This did not resolve the problem. Then an lvc enhancement was used. This resolved the problem. Cause of the event is unknown.